Event description:
The customer reported to olympus that the gastrointestinal videoscope was chipped off at the distal end. Additionally, green film was observed during examination. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: light guide lens had foreign material on top due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: suction and air/water cylinders had no color; switchbox, forceps elevator knob, up/down knob and right/left knob were discolored; due to a burn on the light guide lens, illumination was uneven; due to wear of the angle wire, bending angle in left/right/up directions and play of the right/left/up/down knobs were out of the standard values; image guide protector was damaged; adhesive on distal sheath was detached and the universal cord was sticky. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Note - section e1: reporter ¿medical technician¿, no specific contact person was identified.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The customer did not provide a cleaning disinfection and sterilization information. Therefore, it is unknown if there were any deviations from reprocessing steps at the material residue point. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. There was no damage to the area where the foreign material was detected. A definitive root cause cannot be determined. The event can be detected and prevented in accordance with the following instructions for use: detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.